Event description:
It was reported that this device oversensed noise that was stored as a ventricular fibrillation (vf) event and anti· tachycardia pacing (atp) was delivered. Troubleshooting was unable to identify any electromagnetic interference (emi) sources. Rv pace impedances were stable at approximately 400 ohms, but there was a single 800 ohm measurement in the trend. Technical services (ts) recommended isometrics to reproduce the noise and impedance testing. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).